Manufacturer narrative:
The device was evaluated by ventec where the reported issue of low inspiratory tidal volume (vti) levels could not be duplicated or confirmed. Proper device operation was then observed through functional and performance testing. The cause of the report issue could not be determined. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the that the device's inspiratory tidal volume (vti) levels were low. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided.